Manufacturer narrative:
A ge service representative performed an on site investigation. The ps1 and ps2 power supply connections and connectors were replaced with ps4 conversion kit, the system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot up. No patient serious injury or death was reported related to this event.